Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.

Event description:
Consultant reported: pt treated for scoliosis with fusion from levels t2-l3, implant date unknown, returned to surgeon for routine follow-up approximately 6-8 months post-op. X-rays taken on unknown date revealed that one cap for the pedicle hook was loose, and two of the implants (hooks and caps) had pulled out, reportedly due to severe kyphosis. Pt was returned to operating room on (B)(6) 2012, for removal of hardware - one transverse process hook, one lamina hook, and three locking caps. One pedicle hook and two rods were not removed and remain implanted, but may have been a contributing factor in the need for revision. Pt was revised to extend the construct to c6-l3 fusion. It was noted that there was a large amount of corrosion on both rods. This is 1 of 8 reports for this event.